Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, deep vein thrombosis (dvt), inferior vena cava (ivc) perforation, failed removal, and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records, the patient had a known history of previous pulmonary embolism (pe) and was on chronic coumadin therapy. The patient presented to the physician¿s office with bilateral lower extremity swelling and petechia. The patient was sent to the emergency room and evaluation revealed a pe and evidence of a deep vein thrombosis (dvt) in the left popliteal and left peroneal veins. The patient¿s history was noted to be chronic pain syndrome secondary to failed back syndrome, depression, anxiety, prior history of pe and neuropathy. The patient had a previous unspecified back surgery. Per the implant records, the indication for the filter was noted as pe and dvt while on active full anticoagulation. The filter was introduced via the jugular vein and the tip deployed at approximately at the level of l2. A flat plate x-ray of the abdomen was performed to confirm final placement. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and seven months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, device unable to be retrieved, with an unsuccessful percutaneous retrieval attempt, where the filter had to be crushed to the side with a wall stent. Neither the operative report with filter removal information nor details concerning any pre or post removal surgical complication (s) were provided. The following information was asserted by the patient in the patient profile form: the patient reported having post-operative complications from blood clots which backed up in the filter cutting off the patient¿s blood supply. Approximately a week prior to the filter attempted retrieval procedure, the patient had an undisclosed (unknown) surgery and was discharged home two days later. Approximately three days before the attempted filter retrieval procedure, the patient woke up and could not get up from the chair after losing feeling in the body from the waist down and being unable to move. The patient was transported by the emergency management services to the hospital, where a week later the patient had no recollection of what had happened. The patient had undergone bilateral fasciotomies and tracheotomy, leaving the patient unable to communicate and move or feel the legs. Additionally, the patient had lost strength on the right side of the body, developed symptoms of a stroke including right eye droop, slurred speech impediment, could not use the right arm and hand, paralysis and severe difficulty swallowing. The patient further stated suffering from memory loss and confusion, inability to stand or walk; had skin grafts; developed severe right foot drop and spent four and a half months in three different hospitals, two physical rehabilitation and nursing facilities. The patient is wheelchair bound ninety percent of the times and has had physical therapy; progressing to be able to stand and walk but the process is extremely slow. The patient still reports having weakness on the right side of the body but progressively slowly; severe balance problems; moderate to severe swelling of the lower extremities; severe neuropathy in legs and feet and moderate in the hands. The patient uses pain management for constant and severe back and neck pain and intermittent pain in legs and feet. The patient further reports suffering from memory loss, confusion, depression and anxiety, concentration ¿is horrible¿; having physical, mental and financial problems from those issues. No sensation to touch heat or cold on both legs; still having problems swallowing. The right eye and speech impediment are improved. As per the amended patient profile form (ppf), the patient further reports migration of the entire filter other than to heart and fracture of the ivc filter, with the fractured filter struts retained outside the ivc lumen.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of chronic pain secondary to a failed unspecified back surgery, depression, anxiety and neuropathy. The patient also had a history of previous pulmonary embolism (pe) despite chronic anticoagulation therapy. The patient presented with bilateral lower extremity swelling and petechia and was found to have a pe and evidence of a left popliteal and left peroneal deep vein thrombosis (dvt). The indication for the filter implantation was reported to be as prophylaxis again pe and dvt. The filter was implanted via the jugular vein and placed at the level of l2. Approximately four years and seven months after the filter implantation, the patient developed a cerebrovascular accident (cva) and underwent bilateral fasciotomies. The patient reported that the filter had fractured with segments retained outside the lumen of the inferior vena cava (ivc), become embedded and migrated. In addition, the filter was associated with dvt perforation of the ivc, blood clots, clotting and/or occlusion of the ivc. The patient is also reported to have undergone an unsuccessful percutaneous attempt to retrieve the filter. Of note, the physician opted to crush the filter against the side of the ivc with a stent. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration, perforation and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported details indicate that retrieval was attempted more than four years after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported cva and fasciotomies experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, deep vein thrombosis (dvt), inferior vena cava (ivc) perforation, failed removal, and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records, the patient had a known history of previous pulmonary embolism (pe) and was on chronic coumadin therapy. The patient presented to the physician¿s office with bilateral lower extremity swelling and petechia. The patient was sent to the emergency room and evaluation revealed a pe and evidence of a deep vein thrombosis (dvt) in the left popliteal and left peroneal veins. The patient¿s history was noted to be chronic pain syndrome secondary to failed back syndrome, depression, anxiety, prior history of pe and neuropathy. The patient had a previous unspecified back surgery. Per the implant records, the indication for the filter was noted as pe and dvt while on active full anticoagulation. The filter was introduced via the jugular vein and the tip deployed at approximately at the level of l2. A flat plate x-ray of the abdomen was performed to confirm final placement. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and seven months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, device unable to be retrieved, with an unsuccessful percutaneous retrieval attempt, where the filter had to be crushed to the side with a wall stent. Neither the operative report with filter removal information nor details concerning any pre or post removal surgical complication (s) were provided. The following information was asserted by the patient in the patient profile form. The patient reported having post-operative complications from blood clots which backed up in the filter cutting off the patient¿s blood supply. Approximately a week prior to the filter attempted retrieval procedure, the patient had an undisclosed (unknown) surgery and was discharged home two days later. Approximately three days before the attempted filter retrieval procedure, the patient woke up and could not get up from the chair after losing feeling in the body from the waist down and being unable to move. The patient was transported by the emergency management services to the hospital, where a week later the patient had no recollection of what had happened. The patient had undergone bilateral fasciotomies and tracheotomy, leaving the patient unable to communicate and move or feel the legs. Additionally, the patient had lost strength on the right side of the body, developed symptoms of a stroke including right eye droop, slurred speech impediment, could not use the right arm and hand, paralysis and severe difficulty swallowing. The patient further stated suffering from memory loss and confusion, inability to stand or walk; had skin grafts; developed severe right foot drop and spent four and a half months in three different hospitals, two physical rehabilitation and nursing facilities. The patient is wheelchair bound ninety percent of the times and has had physical therapy; progressing to be able to stand and walk but the process is extremely slow. The patient still reports having weakness on the right side of the body but progressively slowly; severe balance problems; moderate to severe swelling of the lower extremities; severe neuropathy in legs and feet and moderate in the hands. The patient uses pain management for constant and severe back and neck pain and intermittent pain in legs and feet. The patient further reports suffering from memory loss, confusion, depression and anxiety, concentration ¿is horrible¿; having physical, mental and financial problems from those issues. No sensation to touch heat or cold on both legs; still having problems swallowing. The right eye and speech impediment are improved.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury deep vein thrombosis (dvt), inferior vena cava (ivc) perforation, failed removal, and embedment. According to the patient profile form, the patient became aware of the reported events approximately four years and seven months post implant. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, device unable to be retrieved, with an unsuccessful percutaneous retrieval attempt, where the filter had to be crushed to the side with a wall stent. Neither the operative report with filter removal information nor details concerning any pre or post removal surgical complication(s) was provided. According to the medical records, the patient had a known history of previous pulmonary embolism (pe) and was on chronic coumadin therapy. The patient presented to the physician¿s office with bilateral lower extremity swelling and petechia. The patient was sent to the emergency room and evaluation revealed a pe and evidence of a deep vein thrombosis (dvt) in the left popliteal and left peroneal veins. The patient¿s history was noted to be chronic pain syndrome secondary to failed back syndrome, depression, anxiety, prior history of pe and neuropathy. The patient had a previous unspecified back surgery. Per the implant records, the indication for the filter was noted as pe and dvt while on active full anticoagulation. The filter was introduced via the jugular vein and the tip deployed at approximately at the level of l2. A flat plate x-ray of the abdomen was performed to confirm final placement. The patient also reported having post-operative complications from blood clots which backed up in the filter cutting off the patient¿s blood supply. Approximately a week prior to the attempted retrieval procedure, the patient had an undisclosed (unknown) surgery and was discharged home two days later. Approximately three days before the attempted retrieval procedure, the patient woke up and could not get up from the chair after losing feeling in the body from the waist down and being unable to move. The patient was transported by the emergency management services to the hospital; the patient had no recollection of what had happened. The patient had undergone bilateral fasciotomies and a tracheotomy and was unable to communicate and move or feel the legs. Additionally, the patient had lost strength on the right side of the body, developed symptoms of a stroke including right eye droop, slurred speech, could not use the right arm and hand, paralysis and severe difficulty swallowing. The patient also stated suffering memory loss, confusion and developed severe right foot drop. The patient spent four and a half months in three different hospitals, two rehabilitation and nursing facilities. The patient is wheelchair bound ninety percent but has progressed to be able to stand and walk but the process is extremely slow. The patient still reports having weakness on the right side of the body but progressively slowly; severe balance problems; moderate to severe swelling of the lower extremities; severe neuropathy in legs and feet and moderate in the hands. The patient uses pain management for constant and severe back and neck pain and intermittent pain in legs and feet. The patient further reports suffering from memory loss, confusion, depression and anxiety, concentration ¿is horrible¿; having physical, mental and financial problems from those issues. No sensation to touch heat or cold on both legs; still having problems swallowing. The right eye and speech impediment have improved. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The patient reported symptoms of a cerebrovascular accident and having undergone fasciotomies. Fasciotomy is a limb-saving procedure when used to treat acute compartment syndrome, the loss of circulation to an area of tissue or muscle. Compartment syndrome is most often the result of a crushing injury and is also known to occur in people with severe burns or severely overweight. With the limited information provide a clinical relationship between the reported symptoms and surgeries and the filter could not be determined. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, deep vein thrombosis (dvt), inferior vena cava (ivc) perforation, failed removal, and embedment. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, deep vein thrombosis (dvt), inferior vena cava (ivc) perforation, failed removal, and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.